Event description:
On 11-feb-2026, it was reported by a sales representative via (B)(4) that an ar-5400-14 glenoid targeter, size 14 leg was worn out and would no longer go on the main body of the vip sleeve. This was discovered after use with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.